Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5023m lead, implanted: (B)(6) 1994. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with syncope. An interrogation of the implantable pulse generator (ipg) device revealed the battery voltage was at elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.